Event description:
Caller reported a cartridge alarm identified as alarm 20, which did not cause the customer's blood glucose level to exceed 500 mg/dl, indicating no adverse impact. Cts resolved the issue by replacing the pump and advising the customer on using the updated software. Cts ensured the customer understood the necessary steps for returning the problematic pump and properly receiving and using the replacement. Customer will continue to use current pump